Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 126 mg/dl. Customer also stated that the drive support disk is protruded. The blood glucose reading at the time of the event was 46 mg/dl. Customer stated that she felt tired. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.